Manufacturer narrative:
The explanted lead was discarded and will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was admitted to the hospital due to a lead dislodgement. The patient is originally from the united states and is traveling in (B)(6). A lead revision was performed and the lv lead was successfully repositioned. However, when the lead was going to be reconnected to the associated cardiac resynchronization therapy defibrillator (crt-d), the setscrew was found to be stuck. It was also reported that a non-boston scientific torque wrench had been used to initially disengage the setscrew and when attempting to reconnect the lv lead. The crt-d was explanted and was replaced with a competitor's device. However, the physician had not realized that the lv lead was an lv-1 connection so this lv lead could not be connected to the new device. The lv lead was then explanted and successfully replaced with a new lv lead with an is-1 connection. No additional adverse patient effects were reported.